Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fell in a sink and got wet. The device quit working. Their health care professional advised them to have the device replaced. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were unable to run the tests because the device was stuck in a missed bolus alert and the customer could not clear the message. The customer was currently on manual injections. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, reservoir tube cracked and cracked lcd window.